Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that within 3 minutes, she obtained blood glucose readings of 305 mg/dl and 53 mg/dl on the contour next link 2.4 meter. The customer received 3.5 units of insulin based on the reading of 305 mg/dl and started experiencing symptoms of hypoglycemia such as shakiness. The customer drank orange juice. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 9cpeg02a were used for in-house testing. The retuned meter was tested with the in-house test strips, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected contour next link 2.4 meter and contour next test strips, and no manufacturing anomalies were found.